Event description:
It was reported that pump quick bolus and wake button was extremely difficult to press and often required multiple presses to turn on pump screen. There was no adverse impact to the customer's blood glucose level. Customer was instructed multiple times on proper button pressing technique, confirmed pump was not connected to power, and despite screen turning on continued to experience difficulty, so technical support arranged pump replacement, confirmed shipping details, advised customer to continue using current pump until replacement arrived, and instructed customer on placing pump into storage mode and returning it with a prepaid label, which customer understood and acknowledged.